Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The exposed soft cannula was not observed to be bent or kinked. The pod data could not be downloaded, and the patient history buffer (phb) data could not be inspected as the pod was paired to another remote. No problem was found regarding the reported bent/kinked event. The top housing was observed to be cracked. No internal component damage or fluid ingress was observed. The exact time and cause of the top housing damage could not be determined.

Manufacturer narrative:
The device has been received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: up1a.231005.007.s921usqu3axh7 hardware: sm-s921u cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 1 and 4 hours. According to the patient's mother, when removed from the infusion site, the pod's cannula was found bent. Treatment information was not provided.